Manufacturer narrative:
The pump was not returned for investigation. The pump passed all post sterile inspection checks. The cause of access site bleeding was due to a use related issue based on clinical information. The cause of the mechanical interaction with blood was not determined since the product was not returned and inconclusive log and clinical review. The cause of positioning issues were not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient experienced some oozing from their impella cp access site during and following implantation. The access site was previously used for an intra-aortic balloon pump and the bleeding was present prior to implantation of the impella cp. Once implanted, the groin continued to ooze until the angle match positioning was adjusted. As support continued, the patient developed hematuria. The p level was reduced and the pump was found to be shallow. The pump was repositioning and the hematuria cleared. Later, the patient was successfully weaned from the pump and survived.